Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 550 mg/dl. The patient experienced hard breathing, nausea, and chest pain. The patient treated via manual insulin injection. During troubleshooting a bent infusion set cannula was discovered. The insulin pump was not returned for analysis.